Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has been having issues with their bladder and thinks stimulation needs to be increased; it was confirmed that the patient has had a return of symptoms. During the call, the patient reported a poor communication screen on their patient programmer (pp). They didn't use an antenna as they didn't know where it was. The pp was the placed directly over the ins on the skin and syncing with the ins, but the issue was not resolved. Patient was redirected to their healthcare provider (hcp) as the ins is older than 3 years old. The patient said it has been over a year since they checked the ins. They will follow up with their hcp to have the ins checked as it might be dead. No further patient complications have been reported as a result of this event.